Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient had an MRI last week and the safety officer put the device in safe mode (MRI mode). The caller wanted to know if there was any way to tell what the settings were set at before the MRI. The manufacturer's patient services specialist (pss) reviewed requested information with the caller. When asked for the event date, caller initially said that the issues started over the weekend. The caller said that the therapy was on, however the patient had discomfort in their legs that was uncharacteristic, some bad pain in their right foot that started today, and they were twitching in their left leg that started six to eight months ago. The caller said that they didn't remember what settings the patient had on the ins. The caller said that the patient had three groups a, b and c. The caller said that the patient had an appointment with their healthcare provider (hcp) on friday and that a manufacturer representative would be there. The caller said that the patient needed the MRI for a spinal procedure that they needed. The caller said that the patient's spine was deteriorating and that ligaments of their spine were thickening, so the spinal procedure was to try and thin down the ligaments. Pss redirected the caller to the patient's hcp to further address the reported issue/ins settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. When asked to describe the results of troubleshooting performed related to the foot pain and leg discomfort after an MRI they reported that they called and spoke with patients wife. Patient does not have any issued s/p MRI. Patient pending procedure to help with current pain.